Event description:
It was reported the patient is unable to communicate with or charge his ipg. The patient has not charged his ipg since (B)(6) 2015. An sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: claim about: ¿patient did not recharge¿ was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. It was reported in the event summary that the patient last recharge the ipg in (B)(6) 2014 and the event date was (B)(6), 2015. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu states ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was replaced with a new one which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.